Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the driveline outer jacket could not be confirmed as no photographs were submitted for review and the device remains in use. A specific cause for the reported damage could not be conclusively determined through this evaluation. The submitted log file contained events from day 1189, hour 15, minute 20 through day 1195, hour 12, minute 22, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Additionally, the IFU states that a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion. The heartmate ii patient handbook, rev. D, is also available. This handbook contains a section on caring for the driveline. However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The handbook discusses how to prevent damage to the driveline and instructs then user to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the silicone part of the driveline had a tear and was covered with silicone tape. The patient was asymptomatic. The log files showed no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.